Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 191 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from just sleeping. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.